Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed "sores" near the ECG electrodes. The "sores" were also described as "blisters". The patient's physician recommended use of aquaphor cream on the irritation. Follow-up indicated that the there was some improvement since the affected area was "much less painful".